Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was very low. The reporter stated the patient was unaware that the insulin-on-board feature reset after rebooting the pump. It was reported the patient required emergency medical services. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or device malfunction could not be ruled-out as a contributing factor to the alleged health event.

Manufacturer narrative:
Follow-up #1: date of submission 9/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(4) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten.. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The user manual states on page 12 ¿each time you change the battery, the insulin on board (iob) calculation starts over at zero.¿ pump is operating as intended. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.